Event description:
It was reported that the patient was evaluated in the emergency room on approximately (B)(6) 2012 for withdrawal after missing a pump refill. Per the healthcare provider (hcp), the family of the patient failed to schedule a refill for the patient, therefore the pump reached 0ml. The alarm due to the pump having reached a zero ml reservoir had alarmed 10 days prior to the emergency room visit. The patient's symptoms included increased spasticity. A critical pump alarm was heard and confirmed via telemetry. The patient was discharged from the emergency room with oral baclofen. It was later reported by the hcp that the patient 'had no signs or symptoms, and no hospitalization was required.' It was further I ndicated that the patient outcome was without injury. The drug in the pump was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).